Event description:
The hosp reported that during a coronary artery bypass procedure, two heartstring seals did not open up once inside the aortotomy. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hosp.

Manufacturer narrative:
Investigation details: a visual inspection was conducted on the device. The visual inspection shows that, the seal is outside of deployment tube and cracked. Based on the return status of the device, the complaint cannot be confirmed. Other observations are that the tension spring still loaded inside deployment tube and plunger was depressed.